Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, prior to inserting the pk dissecting forceps instrument, it was notice that a cable was broken. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. No fragments fell into the patient.